Event description:
It was reported that the ventilator was giving intermittant breaths. It was also reported that the patient felt like it was not giving breaths at times. There were no audible alarms when the reported problem occurred. No patient harm reported.